Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-39120. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother reported via phone call that the customer had issues with priming the reservoir. The mother stated insulin was dripping out after the act button was released. It was also found insulin was squirting out during the manual prime process. The customer was not wearing the insulin pump during priming. The mother also stated a gap was not present between the piston and reservoir stopper. Customer's blood glucose was 200 mg/dl. The customer agreed to return the reservoir for analysis.